Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The returned guide wire was found bent at approximately 2mm from the tip and its coil wire was detached from the tip solder. No other significant damage was observed on the returned guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion exceeding the product's design limit might be inadvertently applied to the guide wire while its tip was being trapped by the heavily calcified lesion. The torsion was assumed to be continuously applied and led the loose coil wire to detach from the tip solder. As to the bend, it was presumed to have attributed to the anatomical condition that required excess pushing stress in an attempt to cross the lesion. Instructions for use (IFU) states: [warnings] when torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; and, [malfunction and adverse effects] damage (kink, bend, break apart).

Event description:
It was reported that the distal segment of an asahi guide wire broke during a ppi to treat a mildly tortuous and heavily calcified lesion in the popliteal artery. The physician was using the guide wire to drill the lesion when the wire tip became broken. Reportedly there was no adverse impact on the patient.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.